Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture bakers grade unknown.

Event description:
Healthcare professional reported "the patient has capsular contracture on the left prosthesis." Device remains implanted.

Event description:
Healthcare professional later reported, "lobulated contours". And "minimal liquid lamina is identified, around both implants". And additionally, confirmed baker grade IV.